Event description:
Pt reported pain and burning after MRI exam. A neurostimulator was implanted, in the early 1990's. The pt used a magnet to control back pain. The neurostimulator was replaced with an infusion system for pain. The pt had a MRI done. While in the machine, the pt started to sweat, and the pt's back started to burn. The pt requested the exam stop. An x-ray was taken right away, and revealed four electrodes remained in the pt. After the MRI the pt continued having burning sensations in the back area. Recently the pain has increased and the pt started having pain on the inside of both arms. A CT scan revealed stenosis in the back. Manufacturer unable to secure additional information for follow up reports.